Manufacturer narrative:
One used sample was received in plastic bag for investigation. Under visual inspection the sample appeared to be in good condition. During functional testing, the sample was submerged in water and the tracheostomy tube cuff was inflated using a syringe filled with air. Air was observed to be leaking from the place where inflation line is connected with the cuff; therefore the complaint can be confirmed. During the manufacturing process devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Any products with reductions in pressure over this time are rejected according to manufacturing procedure. The inflation test was repeated on the received sample. After 12 hour period, the cuff was significantly deflated. The issue was determined to have been caused by a bonding issue that occurred during manufacturing and the operator did not reject the product following inflation testing as per procedure. At this time, no adverse trend was identified for this type of issue. However, the manufacturing facility has identified a corrective action. The manufacturing facility has created a visual aid to alert operators for the potential for this issue and remind operators to reject any product that does not pass inflation testing. This visual aid was added to the production floor effective may 2016.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported the listed tracheostomy tube was in use with a patient when the cuff was found leaking. According to the reporter, no adverse health effects resulted from the event. Additional information regarding reporter's contact details has been requested; no response has been received at this time.